Manufacturer narrative:
Voluntary mw number 3400300000-2021-0000041 was received 26jan2023 manufacturer's investigation conclusion: the reported event of damage on the power cables was not confirmed. It was reported that the heartmate ii system controller (serial number: (B)(6)) was exchanged. Multiple requests for additional information were made determine if the exchanged controller would be returned for evaluation; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on 07mar2016. Heartmate ii patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. The heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
T was reported that the patient arrived at the clinic on (B)(6) 2021 with damage to the system controller power leads. The system controller was replaced.